Manufacturer narrative:
H3, h6: during the studying it was reported after an acl reconstruction, the patient had a migration of the endobutton 1 week to 1 month after surgery. The migration of the device did not affect clinical outcomes. The patient outcome is unknown. After three requests no individual clinical information has been provided for inclusion in this medical investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. In addition, the physician referenced in the abstract provided an analysis of all of the attached x-rays. Therefore, no further interpretation of the attached x-rays are required. Should information become available this complaint can be re-assessed. Part number and lot number were not provided. Product was not available. Evaluation was limited. If further information becomes available, the complaint may be revisited. At this time, there is no objective evidence to suggest a direct link between the allegation reported and product used during the procedure. Instruction for use for the product family contains precautionary statements and recommendations for proper use. In addition, there was no evidence to suggest that product did not pass requirements upon release for use. Complaint history review for three years prior indicated similar allegations for the product family reported. Batch review was unattainable without a valid lot number provided. No further actions required at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that after an acl reconstruction, the patient had a migration of the endobutton after 1 week to 1 month of surgery. The migration of the device did not affect clinical outcomes. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.